Event description:
At the time of the call the patient was currently in the hospital due to being unable to regulate their blood glucose levels, and as a result they have been hospitalized for a few weeks. The reporter stated they did not believe the issue was related to the omnipod, but rather the fact that the patient seemed to forget to give themselves a bolus and properly manage their diabetes. There were no further details provided related to this event. Additional attempts have been made to retrieve further details surrounding the event, including the patient¿s diagnosis, treatment, and the patient's outcome. If additional details are obtained, a supplemental report will be submitted.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided.